Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the leads were auto reducing due to high impedances on both leads. Patient had lost weight and experienced pain at the ipg site. As such surgical intervention was undertaken wherein both the leads and ipg were replaced. Therapy was restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated.